Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the x-stage cover was straightened to prevent binding. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the x-stage cover of the imaging system was bent causing a bonding moving in the x/y direction. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: unique device identification (UDI) has been updated. If information is provided in the future, a supplemental report will be issued.